Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and alarm will not function. The key failure is the rexroth valve is stuck. Additional malfunction identified on the irs is no alarm from the short circuited power switch (aka on/off switch).

Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.